Event description:
This ra lead was implanted on (B)(6) 1998 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on 10/09/2013 states that there were at least 10 inappropriate atrial tachy response (a tr) events stored due to noise on atrial lead. All recorded from (B)(6) 2013. Patient reported that he passed out and was admitted for syncope. Noise on atrial lead does not inhibit atrial pacing because patient's sinus rhythm comes through. Atrial lead impedance of 438, atrial pace threshold of .av @.0,5 ms and measured 5.5 mv p-wave. No high excursions on atrial lead impedance daily measurements. It was reported that the atrial sense was programmed to bipolar sense and programmed on agc at .25 mv. Noise events measured >2 mv. Unknown at this point the reason for patient's symptom. Noise on atrial lead does not correlate to occurrence of patient symptoms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).